Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose value was unknown. Customer stated he got low battery alarm on insulin pump so he changed battery with brand new battery and the battery icon was already yellow and he had just put this battery in on sunday. Customer was already discussing about error received on sunday along with that he got followed by several other alerts. The device will not be returned for analysis.